Manufacturer narrative:
Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 240 units of insulin during the load sequence. Additionally, a cartridge alarm occurred. A new cartridge was loaded to resolve the issues. Customer¿s blood glucose level was between 130-140mg/dl.